Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, on the colon, the stapler was able to fire and was shot only half, the staple line was incomplete centrally. The device was difficult to unload. They used another reload to resolve the issue.